Event description:
Allegedly the head of the screw came off as it was being threaded into the plate.

Manufacturer narrative:
Catalog number was originally reported as dc2820016 and should have been reported as dc2820024.

Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The product was dimensionally inspected and photographic images were made.